Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customers blood glucose was 300 mg/dl. The customer changed pump supplies to address the issue. The customer also reported a blood glucose (bg) level of 918 mg/dl. Customer attempted to self-treat with a bolus via pump, but later went to the emergency room and was subsequently hospitalized in the intensive care unit due to elevated bg, diabetic ketoacidosis and brain swelling. The customer was treated with intravenous fluids of saline, insulin and potassium. The customer was released on (B)(6) 2022 with no permanent damage and issue resolved.